Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty something like a burr was found on the tibial bearing prior to implantation. Another bearing was used to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned bearing shows burrs within the locking bar slot. DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that burrs were seen on the device surface, however it is unknown if the burrs were caused during implantation or if burrs were present when packaging was opened. Hence, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.